Event description:
It was reported that the patient experienced sinus bradycardia and it was noted the low-voltage right atrial (ra) lead and right ventricular (rv) lead exhibited loss of capture at maximum outputs, along with an increase in left ventricular (lv) lead pacing threshold. In addition, a ra lead and rv lead fracture was observed via x-ray, along with a suspected lv lead fracture. The ra lead, rv lead and lv lead were programmed off and later explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.